Event description:
The surgeon reported that actuation of the probe stopped during surgery. The surgeon suspected that the probe was stopped due to catching hard and old posterior tissue. The problem was solved after replacing the product with another one. No pt harm reported. No additional info is expected.

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).